Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely depressed tacrolimus (tac) patient result was obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
A discordant, falsely depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed on a later date on the same system and a higher result, considered correct was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tac result.

Manufacturer narrative:
Initial MDR 2517506-2021-00052 was filed 08-feb-2021. Additional information (24-feb-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed tacrolimus (tac) result obtained on a patient sample on the dimension exl 200 system. Hsc evaluated the information provided by the customer. No instrument data files or patient sample were provided for hsc evaluation. No product non-conformance with the assay or instrument was identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.